Manufacturer narrative:
Upon inspection, the technician found the emergency stop button needed to be replaced. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. A search of the baxter maintenance records showed baxter performed preventative maintenance in april 25, 2025. It is unknown if the facility performed any other preventative maintenance on this device the technician replaced the emergency stop button to resolve the reported issue.

Event description:
Baxter received a report that viking m with cable unit emergency button not working. There was no patient/user injury, medical intervention, symptom, or adverse event reported.